Manufacturer narrative:
Concomitant medical products: model: etuf3214c102e, abdominal stent graft; implanted: (B)(6) 2019. Model: etlw1610c82e, abdominal stent graft; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was extracted due to a possible infection. No further patient complications have been reported as a result of this event.